Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was initially reported on (B)(6) 2021 that a skin reaction occurred under the entire sensor patch. The sensor was inserted into the abdomen on (B)(6) 2021. The reaction consisted of redness, pimples, blisters, drainage, and pustules at the sensor patch adhesive. The patient stated it had a knot-like appearance. On (B)(6) 2022, the patient call to report an issue unrelated to this complaint; however the mentioned that a scar remained from this skin reaction that occurred on (B)(6) 2022. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.